Event description:
It was reported that malfunction has occurred. Intraoperative fracture of the 2.5 mm drill from the evos system. Fragment could be recovered. No significant op time extension known. No patient damage known.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated evos small drill was not made available for evaluation. However, batch number was provided. Thus, the review of manufacturing records did not reveal any deviation from the standard manufacturing processes. Our investigation including a review of the device dfmea noted that the only design failure mode listed is that is does not cut sufficiently. The potential cause of the failure is poor surgical practice associated with use error. The risk mitigation indicated design of drill tip for strength for application and training for surgeons and sales representatives. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.